Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) procedure. Reportedly, in step 3 [removing the plunger], no suture was attached to the needles for three proglide devices. The operator opted to use a surgical cutdown to proceed with the procedure. The sheath was upsized to 22f, and the evar procedure was completed. Hemostasis was achieved with the surgical suturing. No adverse patient effects were reported. There was a delay in the procedure that did not impact the patient. No additional information was provided.